Event description:
A hospital in (B) (6) reported via the distributor that the heater wire adaptor could not connect to the heater wire of the rt125 breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel health care by a distributor in (B) (4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the heater wire connector in the returned breathing circuit was visually inspected for bent pins. Results: heated breathing circuits contain a heater wire socket for connection to the humidifier. One of the pins in the inspiratory tube was found to be slightly bent preventing insertion of the heater wire adaptor plug. A lot check had no other complaints of this nature for this lot number. Conclusion: fisher & paykel healthcare implemented improvements to the production process in respect of breathing circuits in may 2007 with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. These events occurred after the production improvements. It is possible that a damaged pin. Whilst passing the final electrical resistance production test, can be further damaged during set-up and connection of the equipment when used. (B) (4).